Event description:
A mother reported that her son was diagnosed with acanthamoeba keratitis while using complete moisture plus in his lens care regimen. The pt is under the care of his physician and is improving, however, a full recovery is not expected for 2 years. Pt was using three different bottles of solution at the time of the reported event (see also MDR 2020664-2007-00086 and MDR 2020664-2007-00087). We are attempting to obtain further info.

Manufacturer narrative:
Batch record review is being requested from the manufacturing site; results pending. On may 25, 2007 amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to info provided that day by facility and prevention regarding eye infections from acanthamoeba. Therefore, this event is being reported as a MDR. The relationship, if any, of the device to the reported incident / adverse event is unk. The complainant implied an association between the amo device and the reported event. Root cause has not been established.